Event description:
In notes dated (B)(6) 2008 and received on (B)(6) 2012 it stated that the patient had an increase in seizures since her visit in (B)(6) 2007 and was restarted on topamax as a result. The dose was adjusted from 200 mg twice per day to 300 mg twice per day which was said to be effective. Notes were received dated (B)(6) 2008 stating that the settings of the vns were 2/30/500/21/1.8/2.25/500/60. Normal mode diagnostics resulted in ok/ok/3/no and systems diagnostics resulted in ok/ok/3/no. The output current was increased by 0.25 ma (normal and magnet). The parents wanted the device checked for end of service due to the increase in seizures however it was not at end of service. Good faith attempts to obtain additional information have been unsuccessful to date.